Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2026, the parent reported that his son had recently been discharged from the ICU due to what he believed was a faulty glucose reading. The caller¿s primary intent was to reach dexcom¿s legal department regarding what he described as a substantial amount of medical bills. He also stated that he had contacted technical support (ts) without receiving the assistance he needed. During the call, the parent referenced a similar adverse event from november 2025. According to ts records, attempts to contact the parent to clarify whether the current report was related to the prior incident or potentially a duplicate were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).